Event description:
It was reported that the patient presented for a follow-up in clinic. Upon interrogation, it was noted that the implantable cardiac monitor exhibited over-sensing due to magnetic resonance imaging (MRI). No intervention was performed. The patient was in stable condition.